Event description:
It was reported that the 9800 system had misnumbered cine runs and was unable to arrow on cine playback runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. There is a work around explained to the customer for this issue. The system is operational.